Manufacturer narrative:
(B)(4).

Event description:
Additional information was provided by the surgeon, who reported that the patient experienced blurry vision, anterior chamber cell, flare and vitreous clouding approximately eight weeks postoperative. The patient was treated with antibiotics, anti-inflammatory and nsaids. There was no cell or flare observed on the ninth postoperative week. The symptoms resolved after the initial medical treatment. There was no bacterium inspection performed.

Manufacturer narrative:
Alcon is investigating an increased number of cases of aseptic endophthalmitis cases reported since (B)(6) 2015 in cataract surgery patients who received restor® iols in various clinics in (B)(6). We take this situation very seriously and in the interest of patient safety, are voluntarily recalling restor® multifocal iols manufactured specifically for the (B)(4) market and advising surgeons in (B)(6) whose clinics have inventory of restor® iols to stop using these iols. Evaluation summary: the product was not returned for analysis; the lens remains implanted. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There has been one other similar complaint reported in the lot number. Additional information was requested and received. (B)(4).

Event description:
An ophthalmologist reported that following an intraocular lens (iol) implant procedure, the patient developed endophthalmitis. The lens remains in the eye. Additional information was received, which indicates that anterior chamber cells were observed on the first postoperative day, an anti-inflammatory and an antibiotic were started. One week later, several cells were observed. On the third postoperative week, there were a few cells observed and the antibiotic was switched to another antibiotic. Three weeks later, there were no cells observed. The medication was switched to a non-steroid anti-inflammatory. Twelve days later, there was an increase in cells observed and the patient was switched to another anti-inflammatory, antibiotic and a mydriatic medication. The patient problem was documented as iridocyclitis with an onset date approximately eight weeks postoperative.

Manufacturer narrative:
Additional information was provided: the manufacturer internal reference number is: (B)(4).

Event description:
Additional information was provided by the surgeon, who reported that the patient's condition resolved three months after the iol was implanted.

Manufacturer narrative:
Evaluation summary: the customer indicated the use of an unspecified cartridge with this handpiece. Two viscoelastics were indicated, only one is qualified for use with this handpiece. Based on a review of complaints received, a signal for post-operative inflammation was identified for restor® iq and restor® toric iols in japan. The manufacturing investigation pointed to the difference in manufacturing processes for the japanese market and multifocal lenses as a potential differentiator. The manufacturing investigation has not identified a root cause to date. Data analysis so far has confirmed that these complaints are significant and concentrated around the (B)(4) market for the identified multifocal lenses. On april 13, 2015 the impacted product was put on voluntary hold in the (B)(4) market and issuance of the market caution letter. On april 16, 2015 due to a significant increase in reports of post-operative inflammation cases reported in cataract surgery patients who received the identified multifocal intraocular lenses (iols), a voluntary product recall was issued against all lot numbers and models of the identified multifocal iols manufactured specifically for the japan market. A corrective and preventive action has been instituted; the investigation is ongoing.the manufacturer internal reference number is: (B)(4).